Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 11/10/2014 with the following findings: there was no evidence of a load step malfunction. The pump¿s black box did record occlusion alarms and attempts to prime with high force. There were no load step malfunctions, occlusions or loss of primes during investigation. The force sensor calibration reading was in specifications. The load step was performed with a cartridge set to 100 units. After load step, the pump displayed 100 units. No defects were found to any of the internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction: the serial number for this device has been updated to (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.